Event description:
Unsolicited communication from pt reporting pump serial (B)(4) alarming and stopped. Pt noted that she did have an occlusion alarm but checked the tubing and no defects were detected. Pt was also getting no disposable pump won't run error. Author had pt attempt to reset and realign cassette but pump still alarmed. Author suggested patient mix new cassette and use back up pump. Pump being replaced. Event is for one cassette{lot number unknown) and one pump. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. No disposable return tracking information is not available. No additional information is available at this time. All known information is contained on this form. If any additional information is received, it will be provided on a separate report.